Event description:
It was reported that the patient underwent an l4-l5 transforaminal lumbar interbody fusion using rhbmp-2/acs. The patient developed uncontrolled bone growth and resulting nerve compression. The patient suffers from severe injuries and damages, including but not limited to chronic pain and radiculitis, and emotional distress and mental anguish.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2008, the patient was presented with pre-op diagnosis of degenerative spondylolisthesis l4-5; left lumbar radiculopathy (l5); spinal stenosis l4-5 and underwent following procedures: bilateral l4-5 posterior spinal instrumentation with pedicle screws utilizing the mast (minimal access spine technology); l4-5 tlif with placement of interbody spacer; laminectomy l4-5; augmentation of interbody fusion l4-5 with local bone graft and bone morphogenic protein ii; l4-5 right posterior and posterolateral fusion augmented with local bone graft and bone morphogenic protein. 6) neuro-monitoring with somatosensory evoked potentials and pedicle screw simulation. Per op notes, ¿..the surgeon sized the interspace with a capstone spacer guide and then placed a peek interbody spacer measuring 10x30 mm. 2mg of bmp on an absorbable collagen sponge was packed into the disc space . As well , two additional mg of bmp with 5ml of local bone graft was also placed anteriorly ..¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.